Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effects of death, hemorrhage, and tissue damage are a known inherent risk of the procedure. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The access site was the left common femoral artery. The retroperitoneal bleed was discovered 5 to 10 minutes post-procedure prior to the patient leaving the catheterization lab. A pressure bandage was applied to the groin. The official cause of death was unavailable as no autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the access site was calcified so a high puncture was performed. The proglide was deployed and used to close the access site without incident. It was unknown if the access site was closed properly. The patient was sent to the recovery area after the procedure. Reportedly, a retroperitoneal bleed occurred and the patient bled to death via laceration of the common femoral artery which the physician stated was due to the proglide device. It was suspected that the footplate of the proglide device lacerated the vessel. There was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.